Manufacturer narrative:
The baxter technician found the footboard needed to be replaced. Per the baxter user manual, warning: the patient position monitor is not intended as a substitute for good nursing practices. It must be used in conjunction with sound patient risk assessment and protocol to prevent personal injury. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on october 18, 2024. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the footboard to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that advanta frame bed exit alarm function was not sounding when a patient exited the bed. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Baxter is in the process of inspecting the advanta bed. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that advanta frame bed exit alarm function was not sounding when a patient exited the bed. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.